Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problems (trouble with download and will not recognize battery) have been confirmed. Upon receipt the battery/charger modem would constantly reset. Upon eval, the battery charger/modem was found to have a damaged antenna and defective flash memory chips. The cause for the downloading errors was the cellular modem antenna was damaged. The root cause for the damaged antenna cannot be positively identified. The cause for the charger not recognizing a battery cannot be positively identified but was likely associated with the defective flash memory chips (u102 and u105). The root cause for the defective flash memory chips cannot be positively identified. No adverse events resulted from the defective flash. The pt received a replacement charger/modem.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's battery charger/modem would not download. The psr later realized the charger/modem would not recognize either of the pt's batteries. The pt was issued a replacement charger.